Event description:
It was reported a physician performed a balloon kyphoplasty on levels l3 and l4 in a study patient. A small leakage left side l4 into disc l3 and l4 was noticed. The patient was asymptomatic. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up with company representative.